Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately the last six months from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing frequent charging of the ipg. It was also noted that the patient was charging the ipg for an extended period of time. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned per hospital policy.